Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for how the foreign material remained could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of combined functions with related equipment" [inspection of entire endoscope] 8. Visually check that there are no abnormal protrusions, dents, deformations, or other abnormalities in the air/water supply nozzles at the end of the endoscope. [Inspection of objective lens surface cleaning function] ¿when using the air/water supply button 1. Cover the hole in the air/water supply button with your finger. 2. Press the button while keeping the hole covered. Verify that water flows across the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a chipped lens. The device was returned for evaluation and found the following reportable malfunction: foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found additional issues: foreign material in the device, peeling of objective lens adhesion, peeling of the light guide lens adhesion, broken distal cover, rubber adhesion cloudiness and adhesion cracks, hoses scratches and wear, and suction cylinder paint peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.